Manufacturer narrative:
The progav shuntsystem was received in the original packaging. The visual inspection showed evident of imprints on the sterile bag. The measurement on the parallelism also confirmed that the housing membrane is deformed. The adjustment tests are carried out with the standard progav check-mate and measurement tool. The progav should be adjusted from 0 up to 20 cmh2o in steps of 5 cmh2o and down again in the same way. It was not possible to adjust the valve. The analysis of the break resulted its function is damaged. The reason for the malfunction of the brake is not to verify retrospectively. To measure the braking force, we have investigated the valve with a braking force apparatus. Here, it is measured how much force must be exerted on the housing, to release the rotor, in order to adjust the valve by the integrated magnet of the braking force apparatus. The investigation of the progav valve braking force has resulted that the brake function is damaged. There was no failure of the valve. No further actions are required.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going. H3 other text: device not returned.

Event description:
Country of complaint: (B)(6). It was reported that the adjustment of the valve is not possible, no further information.